Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of absence of insulin flow blocked and delivery check from the insulin pump. The customer's blood glucose reading was 7.3 mmol/l. The customer stated that she often has air bubbles in the reservoir and tube, which caused high readings. The customer knew all the tips to avoid bubbles.